Event description:
It was reported by sales consultant that the hand piece for battery powered driver was inoperable on an unknown date. It was also reported that the device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation is on going; no conclusion could be drawn as no device was returned. Review of the device history record revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. The original synthes lot number for this part was 5402153, on which (B)(4) was generated with stock eval (B)(4) for cracks in the corners of the contact plate. The part was returned to the supplier for rework. The part was returned to synthes as lot 5466919 and was inspected. No additional ncrs were generated during production. Placeholder

Manufacturer narrative:
Corrected data: upon further review, it was noticed that this complaint is considered non-reportable. Placeholder.